Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed from the returned product. The reported straight leading haptic was observed on the returned photo. The device was received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device adhered to the device. Solution is dried on the iol (intraocular lens). A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned photo shows activated device. The plunger is advanced into the mid nozzle, appearing to be at the trailing optic edge. The leading haptic is extended straight. The reporter states the use of non company as a viscoelastic, which is not qualified to be used with the associated product. The reported complaint could not be confirmed from the returned product as the iol was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement. However, the reported complaint was observed on the returned photo. Based on our observation on the returned photo, the plunger is advanced into the mid nozzle, appearing to be at the trailing optic edge. The leading haptic is extended straight. The plunger, lens and haptic positions are acceptable. The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or bss (base salt solution) in the delivery system. Material properties of non-qualified ovd (viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, at the end of the iol implantation noticed that the lens was in superman position (anterior haptic was overextended and not folded) and the lower haptic was positioned diagonally in the shooter, next to the blue stamp at the bottom. Since it was a more complicated and smaller eye, the implantation of the superman lens requires a special rotation/placement and since the same diopter lens was no longer available two other lenses with a +0.50 diopters difference were opened, and it was noticed that all lenses were in this extreme superman position and also that the lower haptic was not centered (posterior haptic) was lying next to the blue shooter. As there were no more suitable lenses available, the first lens was chosen and implanted. As mentioned, it had to be rotated, which was possible without complications but was tedious and the surgery was completed without complications. However, the potential risk of complications due to the intraocular rotation/turning required (capsular rupture, lens dislocation) was higher than with a correctly placed lens in the shooter, and the surgery time was delayed. Additional information was requested and received it stated that five iols was affected. The 21.50 diopter lens was implanted by the surgeon by rotating the lens in the eye. Surgery was on the right side and other lenses did not come into contact with the eye.

Manufacturer narrative:
Corrected information provided in h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.